Event description:
A patient with a bipolar hip construct fell causing a dislocation of the bipolar cup from the femoral head. The patient is infected and this is the second time the patient has had a bipolar cup disassociate from a femoral head. On (B)(6) 2025, the patient was revised to correct the issue.